Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician believes that the pocket pain is procedure related and prescribed the patient oral nolotil. The patient's pain has subsided and is reportedly doing well.